Manufacturer narrative:
(B)(4). Investigation summary: no sample or photo was provided for evaluation. Therefore, sample analysis could not be performed, and the condition reported by the customer could not be confirmed. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: per corporate procedure 1501-092-000-swi. We can confirm this is a known issue. This relates to 60ml products. A review of the applicable fmea/eura (peura/rm832 rev#8) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip leaked on 3 occasions during use. The following information was provided by the initial reporter: material no: 309653 batch no: 0118617. It was reported that the solution leaked out of the black stopper down the plunger, techs noticed it right away and the solution dripped on the chemo mixing pad.